Event description:
In 2008, interventional case was performed on a female (pt) with hypertension and pvd. Angiomax was administered. Both left and right iliacs were sheathed. Catalyst ii wire was accessed thru the indwelling sheath (terumo 7 fr 11 cm sheath) in the right iliac artery which had stents. The device was successfully deployed and the physician attempted to apply tension to the catalyst ii wire. The md felt the tension was not normal. The catalyst ii wire was deployed and removed without incident. Manual compression was applied. Fluoroscopy was performed thru the indwelling sheath in the left iliac artery which revealed the stent was deformed causing an occlusion of the right iliac artery. Md attempted to balloon the stent open thru the indwelling sheath in the left iliac artery but was unsuccessful. Pt was transferred to or for vascular surgery of the right iliac artery. A femorofemoral bypass was performed. Pt was transferred to the recovery room and was discharged without sequelae.

Manufacturer narrative:
The reported info states the device performed as indicated. During arterial accessing, various devices are used to perform interventional cases. The catalyst ii wire was attempted to be used for closure. Since fluoroscopy was performed after the catalyst ii wire was inserted and removed, it is not possible to identify the reason for the deformed stent ( i.e. Manual compression, sheath introducer, etc.) The catalyst ii sys IFU states in the safety and effectiveness section, the catalyst ii wire been evaluated at target sites with graft implants. The device deployed and de-deployed as indicated per IFU. The catalyst ii system was used off-label which may have contributed to the event by a user error. The device will not be returned for eval, thus an investigation cannot be conducted. A lot record review was performed and there were no observations or issues documented which may have caused or contributed to the reported event.